Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-05564. It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention was undertaken and the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.